Event description:
Caller stated that she sought medical attention on(B)(6) 2023 around 4:00pm at home. Caller stated that the meter gave the end-user a higher than normal glucose result. The caller declined to answer any questions in regards to the medical event. Caller only stated that the end-user went to the hospital due to her reading from her prodigy meter. No additional information was provided.